Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results on the alinity c processing module. The customer states initially around 115 and repeated within the normal range. The results were not reported out. The samples were repeated with higher results. The following specific data was provided for two patients: sid (B)(6) processed on (B)(6)2024 initial sodium result = 115.16 mmol/l repeat result = 137.60 mmol/l. Sid (B)(6) processed on (B)(6)2024 initial sodium result = 114.53 mmol/l repeat result = 136.04 mmol/l. Reference range for sodium = 135-145 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected, and multiple troubleshooting procedures were performed including replacement of the 1ml syringe (09d41-03) due to crystals behind the plunger. Part replacement resolved the issue. No additional discrepant result issues have been reported since the parts were replaced. The 1ml syringes (09d41-03) was determined to be the likely cause of the result issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity c processing module, serial number (B)(6) or the 1ml syringes (09d41-03) was identified.

Event description:
The customer observed falsely depressed sodium results on the alinity c processing module. The customer states initially around 115 and repeated within the normal range. The results were not reported out. The samples were repeated with higher results. The following specific data was provided for two patients: sid (B)(6) processed on (B)(6) 2024 initial sodium result = 115.16 mmol/l repeat result = 137.60 mmol/l. Sid (B)(6) processed on 21 (B)(6) 2024 initial sodium result = 114.53 mmol/l repeat result = 136.04 mmol/l. Reference range for sodium = 135-145 mmol/l there was no impact to patient management reported.